Event description:
Pt admitted for stroke had pulsatile antiembolism stocking (pas) in place on left lower extremity. Because of IV in right ankle, there was no stocking applied to the right lower extremity. Pt was seen ay 0530 and was alert and oriented. At 0545, the pt was found unresponsive and cyanotic. Did not respond to aggressive resuscitation attempts. Staff found pas tubing from machine hooked up to heparin-locked IV in right ankle. Connectors to both IV and pas stockings are compatible. Preliminary autopsy report indicates death was due to massive venous air embolus.